Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the user was having issues importing files through dicom qr from pacs. They received an error saying, "association rejected by remote pacs, please contact pacs administrator'', when attempting to query patient. They were also having issues loading exams from media (cd). Due to patient data not loading at time of navigation, navigation was aborted. To troubleshoot afterward, they tried running the system from a different or they proceeded to assist with media loading, however, standard options were not working. User tried selecting unstructured alternate module option for import instead, which worked without any issues, but it was in a different or than the one they were using. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.